Event description:
A report was received that a patient underwent a pocket revision due to difficulty charging the ipg. The ipg was implanted too deep, the pocket site was found to be inflammated and the charger could not detect the ipg. The pocket site was cleaned out and moved to a more superficial location. Post operatively, the charger could connect with the ipg and the patient was sent home.

Event description:
A report was received that a patient underwent a pocket revision due to difficulty charging the ipg. The ipg was implanted too deep, the pocket site was found to be inflammated and the charger could not detect the ipg. The pocket site was cleaned out and moved to a more superficial location. Post operatively, the charger could connect with the ipg and the patient was sent home.

Event description:
A report was received that a patient underwent a pocket revision due to difficulty charging the ipg. The ipg was implanted too deep, the pocket site was found to be inflammated and the charger could not detect the ipg. The pocket site was cleaned out and moved to a more superficial location. Post operatively, the charger could connect with the ipg and the patient was sent home.

Manufacturer narrative:
(B)(4).